Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen and morphine via an implantable pump. The patient did not know the dose or concentration for either medication but noted that the amount the healthcare provider was supposed to be giving him was "2.7". The indications for use were non-malignant pain and failed back surgery syndrome. The patient reported that their pump was alarming and requested a list of physicians. The patient was supposed to get their pump refilled last month but his physician sent the patient a letter saying he would no longer be taking care of this problem. The patient had heard the pump alarming the morning of the report and noted the alarm was supposed to go off the last part of this month. The patient stated he felt fine. The alarms were played for the patient and after hearing the alarms the patient reported that he believes he heard the non-critical alarm. No patient symptoms and no further complications were reported.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated that the pump alarm was due to the pump contents running low. The patient had not found any healthcare provider (hcp) to fill the pump. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-jun-21. It was reported that his morphine pump was ¿supposed to alarm but it did not because his current doctor refused to fill it due to misunderstanding.¿ there were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient was shaky and could hardly walk because they were in so much pain. The consumer reported that it was getting worse and worse because at the end of the medication it's not as potent as it should be. The consumer reported they expected the pump to start alarming that day (B)(6) 2018 and the patient had been dismissed from their physician. The patient sees another pain management doctor for other medications and issues with their legs. It was reported this started happening in (B)(6) 2018. No interventions were reported. No further complications were anticipated/reported.